Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent, abdominal pain, vomiting, and diarrhea. Two days after onset, the patient was hospitalized for the peritonitis. On an unreported date, due to the hospitalization, the patient was temporarily transferred to continuous ambulatory peritoneal dialysis (capd). Treatment for the peritonitis was not reported. At the time of this report, the patient was still hospitalized for the event, the peritonitis was resolving, the patient was recovering, and physioneal therapy was ongoing. No additional information is available.